Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the press gasket which secures the door gasket in place was damaged. As the press gasket required repair, the door gasket was not properly seated which allowed water to leak out the front of the washer onto the floor. The technician replaced the door gasket, ran a test cycle and confirmed the washer to be operational.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.

Manufacturer narrative:
Upon further communication with the steris service technician the user facility will be replacing the reliance synergy washer with a new washer. No additional issues have been reported.